Manufacturer narrative:
Information references the main component of the system and other applicable components are the leads. Product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2021. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2024-jan-11: information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call the pt noted they had a lot of pain in their spine, the issue had been off and on and was bothering them; the pt had severe damage to their spine and lately in the last month they had a lot more pain. The pt would get injections when needed. The pt was now preparing for burning of the nerves and they went in for injections, the pt was in the operating room and the doctor was looking at the screens, they took several x-rays and the healthcare provider (hcp) noticed one of the leads broke off of the neurostimulator. The doctor was upset about seeing them after the injections and consulted with a different hcp who said to hold off on doing an ablation. They were scheduling an ablation but the hpc realized the damaged lead. The pt finally realized why they were in so much pain for the lead busted and was floating around in their upper back. Pt said the ins was in a serious location and was effective; they needed the ins to be removed or replaced based on the damage. The hcp said to call the manufacturer. The patient was redirected to their healthcare provider to further address the issue. Patient service specialist provided patient with national answering service (nas) number for healthcare provider office to call. 2024-jan-22: additional information was received from a manufacturer representative (rep). The repreported that the patient was seen at the physician¿s office. The lead in question was visualized on x-ray to have migrated out of their epidural space. The cause was unknown. The lead was intact with their neurostimulator. The lead was not broken. There was no damage to their spinal cord. The patient¿s remaining lead that was in their epidural space was reprogrammed. The patient was satisfied with the paresthesia. The patient will be scheduled for a lead revision as soon as authorization is acquired.

Manufacturer narrative:
Continuation of d10: product ID: 977a260: serial#: (B)(6), implanted: (B)(6) 2021, and product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that the the left lead was disconnected. They stated that the right lead was re-adjusted by the technician. The patient noted that the hcp will decide to remove the unit in their back.